Event description:
During a procedure with the tenex system, the inner needle from the microtip separated from the rest of the handpiece and was removed from the patient. The change in the microtip when the needle broke was evident by a change in the pitch of the sound generated by the handpiece. The procedure was completed with a different microtip. There were no patient complications.